Manufacturer narrative:
Argus case: (B)(4).

Event description:
My year old took a sip of biotene and almost died this morning [apparent death]. Couldn't breathe/must have cut off his breathing. [Difficulty breathing]. He was hurting [oral pain]. He probably takes a swig for his dry mouth./my year old took a sip of biotene [wrong technique in device usage process]. Case description: this case was reported by a consumer via call center representative and described the occurrence of apparent death in a (B)(6) year old male patient who received glycerin (biotene original oral rinse (original)) mouth wash (batch number 0d039c, expiry date 1st march 2023) for dry mouth. On an unknown date, the patient started biotene original oral rinse (original). On (B)(6) 2020, an unknown time after starting biotene original oral rinse (original), the patient experienced apparent death (serious criteria gsk medically significant), difficulty breathing and oral pain. On an unknown date, the patient experienced wrong technique in device usage process. The action taken with biotene original oral rinse (original) was unknown. On an unknown date, the outcome of the apparent death, oral pain and wrong technique in device usage process were unknown and the outcome of the difficulty breathing was recovered/resolved. It was unknown if the reporter considered the apparent death, difficulty breathing, oral pain and wrong technique in device usage process to be related to biotene original oral rinse (original). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information adverse event information was received via call center representative on (B)(6) 2020. Consumer reported that, "my year old took a sip of biotene and almost died this morning. It got into his throat and must have cut off his breathing. He was hurting and spitting up. He couldn't breathe. It says not to swallow. I don't think he said he swallowed any of it. He is back in bed and was able to relax. It says if irritation occurs to discontinue use. He has used this before so that's why I am wondering. 1/2 a bottle is gone. He probably takes a swig for his dry mouth. Just uses it in the middle at night. Once at night. Or once a week. I am not sure. I don't know what he will want to do. I will wait till he wakes up I checked his breathing and he ok. You can send the form and we will decide if we will give it to the dentist or not". It was believed the product was not swallowed.